Manufacturer narrative:
Advanced failure analysis was completed, and the initial findings were partially confirmed. A review of dsp logs shows qty 4 strong grip failed events, corresponding to which there were qty 4 "log_strong_grip_low_torque " errors in msc logs, for the same time stamps. This strong grip low torque error is typically due to a loose grip cable, as the cable has slack and the rotation of the input disc is not fully translated to grip actuation force, causing an issue with cautery, as the site reported. E100 logs show qty 4 "blank" errors which may or may not be related to the customer's complaint. The housing was removed, and the instrument did in fact have a loose grip cable. The root cause of a loose grip cable is typically attributed to component failure.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the vessel sealer extend (vse) cautery was not working. There was no reported patient impact or harm. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting cautery was not working, an investigation was completed to determine the cause of this reported event. The instrument was placed and driven on an in-house system. The instrument passed the self-test homing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and passed the electrical continuity, cut, jaw gap verification and grip force tests. The grip force test result was 8.33 lbs. The energy delivery test was performed with various orientations and the grip tips passed. No ceramic dots were missing.